Event description:
It was reported the patient had turned their device off due to the device being too unreliable and as a consequence they had stopped working. The device will be explanted but the date was not known. It was later reported the device was explanted and was being returned for analysis. A new device was implanted and the patient had not had any reported issues. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator found no anomaly. Functional testing showed good stable output on every electrode pair that matched the programmed settings. Testing under an automated test system (ats), to test the various programmable features and output ranges, did not reveal any anomaly. In addition, a long term monitor test was performed where the performance of the ins was compared to a known good ins. Both devices functioned properly throughout the 4 day duration of the test. Both devices were set to the parameters the explanted device had when it was received for analysis. In conclusion, analysis did not reveal a product related cause for the reported problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced a loss of therapy and his device had been acting unusually since (B)(6). The patient had to make adjustments almost every day. The patient's device had been switching on and off, the voltages were changing, and it was switching between groups a-b-c spontaneously. The patient reportedly drove an electric car but the episodes occurred when the patient had just woken up, when he was sitting at his desk, while he was walking around town, and sometimes while he was driving. The battery was checked and found that the device was set at 3.04 volts. It was noted that "diary days" showed the patient had group a on 100% since implant which was not true. It was additionally noted that the patient is alive with no injury or adverse event reported. It was later reported that the patient was working with his health care provider (hcp) and a manufacture representative to resolve the problem.